Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient phoned the service request team looking for information on what materials were used in her stent. It is reported that the patient has a confirmed cobalt and nickel allergy. The patient is been treated with a sedated.